Event description:
Complaint received from facility contact. Customer reports the pharmacy technician was preparing the set in the hood; when attempting to hang, the tubing separated below the drip chamber. There was no reported patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA january 25, 2007. A request for the return of the device has been made, should the reported device be returned and evaluated, a follow up report will be submitted.